Manufacturer narrative:
(B)(4). Foreign country: (B)(6). Complaint sample was evaluated and the reported event was not confirmed. The liner was returned for evaluation. As returned, the rim feature is damaged where the lot number is located. The liner shows further damage around the rim, boss, and on the backside near the lock ring groove. Damage is too severe for dimensional analysis. The shell was also returned with the liner. As returned, damage is seen around the rim feature. The trabecular metal shows bio debris. The lock ring was correctly installed and moved freely. Dimensional analysis of the shell is conforming to print specifications. Dimensional analysis of the lock ring found the inside diameter oversized. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03449.

Event description:
It was reported that during surgery, the liner would not lock into the cup causing a surgery delay of 45 minutes. A second device was used to complete the surgery. Attempts have been made and additional information on the reported event is unavailable at this time.